Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels (40-335 mg/dl). Customer stated they believe elevated and low bg levels are due to the pump settings needing to be adjusted, and due to not entering in the correct amount of carbohydrates into the pump when they eat out. Customer stated their elevated bg's are the time of the call were due to a delay in eating a meal and disconnecting from the pump to take a shower. Customer delivered a bolus and manual injections to stabilize elevated bg levels, and stabilizes low bg's with carbohydrates. Reportedly, customer is working with their health care professional on adjusting their pump settings.